Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument, determined the syringe assy (7-77650-09) the likely cause of the falsely elevated results and replaced the part. Part replacement resolved the issue. Issue resolution confirmed by a successful control run. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined normal complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity I processing module, serial number (B)(6) or the syringe assy (7-77650-09) was identified.

Event description:
The customer observed falsely elevated results for the alinity ca 19-9xr for two patients. The initial results were not reported out. The samples were repeated with lower results. The following data was provided. Sid (B)(6) 53-year-old initial ca 19-9 result processed on (B)(6) 2025 = 743.76 u/ml repeat results = 5.6 and 7.0 u/ml. Sid (B)(6) 58-year-old initial ca 19-9 result processed on (B)(6) 2025 = 296.38 u/ml repeat results = 3.9 and 3.7 u/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information sid (B)(6) 58-year-old and sid (B)(6) 53-year-old.

Event description:
The customer observed falsely elevated results for the alinity ca 19-9xr for two patients. The initial results were not reported out. The samples were repeated with lower results. The following data was provided. Sid (B)(6), 53-year-old, initial ca 19-9 result processed on (B)(6) 2025 = 743.76 u/ml repeat results = 5.6 and 7.0 u/ml sid (B)(6), 58-year-old initial ca 19-9 result processed on (B)(6) 2025 = 296.38 u/ml repeat results = 3.9 and 3.7 u/ml no impact to patient management was reported.